Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial # (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient will undergo a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.